Event description:
It was reported that during the insertion of the tracheostomy tube, the nurse noticed that the cuff did not inflate. The cuff remained stuck to the cannula. The product was therefore not useable. No patient injury or complications were reported in relation to this event.